Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and the insulin pump received motor error. The customer¿s blood glucose level was 490 mg/dl at the time of the incident and current blood glucose was 133 mg/dl. It was reported that the piston wasn't moving forward, and sugars went up. It was reported that they had motor error and motor position encoder error. The customer reported that the drive support cap was normal. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor position encoder error alarm and no motor error alarm noted during test. Motor passed motor test. (B)(4).